Event description:
Damaged catheter was found. The device had been in place for 16 day prior to the complaint incident. The catheter was inserted via the cephalic vein. The external catheter was looped loosely and secured to the upper arm. Due to occlusion, a pulsing flush with a 10cc syringe was performed through the catheter. The leak was observed from the 32cm marker.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.